Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used for esophageal varices during an endoscopic selective varices devascularization (esvd) procedure performed on (B)(6) 2026. During the procedure, the band could not be deployed properly. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block e1: initial reporter facility name: (B)(6) hospital (B)(6). Initial reporter address 1: (B)(6). Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.